Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the physician experienced significant resistance while attempting to advance the sheath from the left leg over the bifurcation to the right leg. When the device was pulled out it was noted that the braiding at the tip of the sheath had unwound/stretched/accordioned. An amplatz wire was used in conjunction with the sheath during advancement. The procedure was a right iliac intervention. The procedure was successfully completed with a new sheath. The device did not separate. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.